Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's had pump error on their device. The customer's blood glucose level at the time of incident was unknown. It was reported that device alarmed for power error. Troubleshoot was reported to be conducted. It was reported that the customer was assisted in resetting and clearing the device, and was advised to monitor the device. It was reported that the customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The power loss alarms and error alarm were confirmed in the long trace. Detailed trace analysis confirmed the insulin pump alarmed error. The error was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. The insulin pump was received with minor scratched lcd window case and keypad overlay.